Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The review finds the labeling adequate for the use error(s) in the complaint. Complaints trend was assessed in complaint trend investigation (B)(4) and is shown to be stable. Baxter will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during use. The home patient (hp) left the supply line clamp open and was told to do this by her registered nurse (rn). The baxter technical service representative (tsr) explained the alarms and why home patient (hp) must close any unused line clamps. The tsr had hp cycle power 2 times to clear the alarms and then advised hp to start over with new supplies. The tsr advised the hp to call the rn in the next 24 hours and let her know what happened. The hp understood explanations. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies. The hp confirmed that the cause of the alarm was due to leaving an unused supply line clamp open. The hp verified that there were no loose connections, disconnections or defects on any other of the supplies. Per hp, she did not receive any injury but was given propholatic treatment as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.